Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found an unknown contaminant in the sd card/filter area, inside the iso port, around the iso port area of the humidifier flip lid, accessory module area and between the rear panel and bottom enclosure of the device, unknown particulates inside the filter area of the device. A mild corrosion of the bottom panel crews was also observed. An internal visual inspection was completed by the manufacturer. The manufacturer found unknown contaminant on the top enclosure, ui panel, blower, blower seal, rear panel, bottom enclosure, and power jack. The manufacturer also found liquid ingress on the blower, inside the blower, and the blower box, keratin-like contaminant around the blower seal, and blower box. The humidifier was returned to the manufacturer's product investigation laboratory for evaluation. The manufacturer found evidence of unknown contaminant on the bottom enclosure, lifting tray, back panel, humidifier plate, flip lid, flip lid seal, flip lid latch, dry box seal, inside dry box, and water tank. The device's downloaded event log was reviewed by the manufacturer and found the following error codes e-4, e-191. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of unknown contaminant and liquid ingress in the device.